Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced bilateral capsular contracture, baker grade unknown and generalized illness symptoms in addition to right side rupture. Hence, clinical codes have been correctly added on this form. It was reported that the patient's symptoms improved after explantation. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: right rupture, capsular contracture, baker grade unknown and generalized illness. This supplemental medwatch report is for the patient¿s right-sided device. Left side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 16, 2021, mentor received photos for evaluation. On june 24, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(6) recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for (B)(6) registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast implant rupture, and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant rupture, and local reaction on her right side postoperatively. Pain especially in shoulder blade, right side pulling while adjusting posture, inflammation, swelling, and tenderness even when showering was reported. The right rupture was discovered during removal surgery on (B)(6) 2021.